Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01279. It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. After rotablation was performed, a 3.00mm x 8mm nc emerge® balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was replaced with another 2.75mm x 8mm nc emerge® balloon catheter and was advanced for pre-dilatation. The balloon was initially inflated at 10 atmospheres and the second inflation was done at 14 atmopsheres. However, during the third inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.